Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's lead (placed supra-orbital/off-label) eroded through her skin. As a result, the doctor decided to cut a portion of the lead to avoid surgery and risk of infection. In turn, the wound was irrigated extensively with antibiotic solution, and the pt was prescribed oral antibiotics. The pt will be monitored by her doctor.